Manufacturer narrative:
The field service engineer determined there was a fluidics failure of the cell rinse tubing. The tubing was crimped when a guard was put back on the analyzer during maintenance. The ise system was decontaminated, reagents were replaced, the sample line and ise line were flushed. The rinse assembly tubing was un-crimped. Ise checks, fluidics checks, and precision studies were performed. Calibration and controls passed. The reporter indicated that controls were within range the day before the event. Sample centrifugation time was too short. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated they received questionable results for 10 patient samples tested with ise tests on the cobas 6000 c (501) module. Corrected reports were issued for three samples. The customer provided data for one patient sample with discrepant results for ise indirect na, k for gen.2. The sample was repeated on a different analyzer and the repeat results were believed to be correct. The sample initially resulted with an na value of 152 mmol/l, which repeated as 130 mmol/l. The sample initially resulted with a k value of approximately 17 mmol/l, which repeated as a normal value in the range of 3.4 - 4.5 mmol/l. The specific k values from this sample could not be provided. The na and k electrode lot numbers and expiration dates were requested, but not provided.